Manufacturer narrative:
Conclusion: a needle that broke in the body towards the attachment end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During passage through tissue the needle broke in the middle of the needle body. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.